Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with sick sinus syndrome, and the right ventricular (rv) lead was failing to capture. The lead remains in use. No further patient complications have been reported as a result of this event.